Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous cardiac catheterization. A pre-deployment femoral angiogram was obtained. The angio-seal deloyed. Immediately, pulses were absent. The left gron was prepped and a lower extremity angiogram revealed a filling defect in the right femoral artery, 2 centimeters proximal to the punture site. The sheath was sewn in place and a surgeon was consulted. The patient underwent a cutdown with complete removal of the antio-seal device. The operative report stated all angio-seal components were intra-arterial with a dissection present.